Manufacturer narrative:
While performing a fistulogram, the physician deployed the 9 mm x 40 mm smart control iliac self-expanding stent slowly; however, once it was approximately 75% deployed, the stent "jumped" forward beyond the lesion. There was no reported patient injury. The vessel level of tortuosity is moderate. The vessel level of angulation is moderate. The device was being used for treatment of a chronic total occlusion. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to the instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. There was no difficulty removing the device from the patient. No other information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with lot 17699633 was performed and no issues were noted that were related to the reported event. No other issues were noted that were considered potentially related to the reported complaint. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The event reported by the customer as ¿stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ could not be confirmed as the device was not returned for analysis. Based on the limited information available for review, procedural and handling factors may have contributed to the reported event. The exact cause could not be determined. Per the instructions for use (IFU), which is not intended as a mitigation, ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position, so that they are proximal and distal to the target lesion. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target lesion site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time.

Event description:
As reported, while performing fistulogram the physician deployed the smart control self-expanding stent (iliac 9x40) slowly; however once the smart stent deployed about 75% remainder was deployed and stent "jumped" forward beyond lesion. There was no reported patient injury. The vessel level of tortuosity is moderate. The vessel level of angulation is moderate. The device was being used for treatment of a chronic total occlusion. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. There was no excessive torque used during advancement or delivery of the device. The device was easily removed from the patient intact (in one piece).the device will not be return for analysis.